Manufacturer narrative:
Investigation summary: the reported complaint of increasing pressure alarms was confirmed. No visual anomalies were observed. When the transpac was electrically tested, and a wave form was able to be zeroed with the waveform visible on the monitor. The transpac it set was tested for continuous flow rate, when the pull flush is in an inactivated state, the sample failed to meet specification requirements. The directions for use specifies that a 30 ml transpac it set must be used with a pump. The 3 ml set is not intended for use with infusion pumps. The probable cause of the increased pressure alarm had occurred due to the use of a 3 ml transpac it set in a pump application, contrary to its intended use. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a transpac¿ it monitoring kit, 84" pressure tubing, 3ml flush device, un-bonded macrodrip where it was reported there were inaccurate pressure readings. The event was noted during infusion. The patient lost arterial line in this case. Thus, there was patient involvement.